Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03mar2020.

Event description:
The customer reported that the ventilator could not be turned off without removing the battery and disconnecting alternate current (ac) power. There was no patient involvement. Technical support provided remote assistance to the customer. The customer reported that the 35 volt power supply was below specification. The customer reported that replacing the power management printed circuit board assembly (pm pcba) resolved the problem.